Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.